Event description:
It was reported by service report that the restraints were worn and needed to be replaced and the retaining post was loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint straps.